Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a (B)(6) year-old female patient who had essure (batch no. 627433) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". Concomitant products included triamterene since 2007 and verapamil since 2007 for hypertension as well as paracetamol (acetaminophen) since 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish") and pelvic pain ("pain pelvic area"). At the time of the report, the device dislocation, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety and pelvic pain had not resolved. The reporter considered anxiety, depression, device dislocation, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. Reporter information, concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.